Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was determined to have a fluid leak from the balloon resulting in the cuff not coapting. The aus was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent thorough analysis. The cuff and pump were visually inspected and there were no abnormalities identified. Both components passed the leak testing performed. When the balloon was visually inspected, and a tear was identified in the sphere-adapter junction. The balloon did not pass the leak testing. The allegations of a fluid leak and mechanical issue were confirmed, and the clinical observation of incontinence is documented in the instructions for use as a known adverse event with this device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was determined to have a fluid leak from the balloon resulting in the cuff not coapting. The aus was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.